Manufacturer narrative:
The device was received by zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing, including full functional testing, production chamber stress testing, environmental testing, and mechanical testing without duplicating the customer's report. The batteries were also returned for evaluation. A replacement device was sent to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.